Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into both the station and the server, verified sync status with no upload errors, and reviewed on the medstation and tss confirmed that the medstation was communicating with the server. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one station on the ER was not communicating with the es server, resulted on all users being unable to log in. The issue appeared to be isolated to a single station, with no impact to other stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.